Event description:
A consumer alleged that their philips one power toothbrush device melted while charging. Minor property damage was reported. No injury or medical intervention was reported.

Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred.